Manufacturer narrative:
(B)(4)

Event description:
It was reported by the doctor that during a check up he noticed that the ilpc342u one-piece abutment was fractured. The fractured portion of the low profile one-piece abutment was removed from the implant.

Manufacturer narrative:
One certain® low profile one-piece abutment was returned for inspection. A visual inspection revealed that the component fractured at the threaded region. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A root cause could not be determined. The following sections have been updated: date of this report. Manufacturer. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.